Event description:
It was reported that on multiple occasions during surgical procedures at the user facility the manifolds would become clogged. The procedures were completed successfully. No clinically significant delays, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Device not returned.